Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) did not meet expected longevity, cause unknown. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device was interrogated and showed eri (elective replacement indicators) immediately after the patient had a vt storm, which required several therapies. The day prior to the scheduled device changeout, an interrogation of the device again showed eri. An interrogation the day of the device changeout, and a review of the previous day's programmer reports, did not show eri. It was reported the device had the red eri notation, but an eri alert was not found in the device history. The device was explanted and replaced. No patient complications were reported as a result of this event.